Event description:
During a mock code, the back pediatric defibrillator pad tore in half whenever the team was taking the pad out of the packaging. During debrief afterwards, it was reiterated that the red tab must be utilized when pulling the back defibrillator pad from the packaging to prevent this from happening.